Manufacturer narrative:
The devices were not returned for analysis. The lot history records and similar complaint reviews were not performed because this complaint was based on an article review and no device/lot information was provided. The reported patient effects of heart failure, renal failure, infection and unchanged mitral regurgitation, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Based on the information provided a conclusive cause for the reported heart failure, renal failure, infection and unchanged mitral regurgitation cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Date of event: estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Implant date: estimated. The clips remain in the patients. The devices will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Article: "mid-term clinical outcomes following percutaneous mitral valve edge-to-edge repair.¿ the other patient events mentioned are filed under another MFR report number.

Event description:
This is filed to report the serious injuries. It was reported through a research article identifying mitraclip that may be related to the following: patient deaths, heart failure, kidney failure, infection, recurrent mitral regurgitation, unchanged mitral regurgitation, re-hospitalization, medical intervention, and surgical intervention. Details are listed in the article, titled ¿mid-term clinical outcomes following percutaneous mitral valve edge-to-edge repair.¿